Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found burn damage due to fluid intrusion in the battery module. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported bad component in the battery module was confirmed. Evidence of fluid intrusion was found, leading to burn damage in the battery module. The battery module was determined to be irreparable and was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's battery module had a bad component. There was no patient involvement. No additional information is available.